Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc ctr, the quality technician observed cracks in molded lid around the hinge pins. Since the event occurred during routine testing, there was no pt involvement during this event.